Event description:
Patient reported being injected with 1 syringe of skinvive¿ by juvéderm® in the left cheek. Patient was concomitantly injected with botox and takes high blood pressure and high cholesterol medications. Patient developed bruising and a vascular occlusion in the left cheek. Patient was treated with "12-15 vials of hylenex and warm compress". Patient noted symptoms are improving, but bruising is still visible. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.